Event description:
The facility representative reported a colleague infusion pump with a 199:117:284 failure code. The event was reported to have occurred upon power up in biomed service. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 199:117:284 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 199:117:284:0000 failure code and determined the root cause to be depleted main batteries. The main batteries and battery harness were replaced in order to correct this condition. This device was not previously serviced for a reported condition of failure code 199:117:284. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.